Event description:
While wearing the external equipment, the pt reportedly experienced intermittencies and sound quality issues, followed by loss of lock. The pt was seen by the ctr for device eval. External equipment was exchanged. However, the reported problem was not resolved. Testing performed confirmed the device was no longer functioning. Surgery to explant the pt's c1 device is to be scheduled.